Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a access set was backflowing into the primary set. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was determined that this pr is a duplicate of (B)(4) and is no longer needed. Should additional relevant information become available, a supplemental report will be submitted.